Event description:
It was reported that an alarm occurred, but the customer service team could not verify it because the customer did not have the pump available. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to call back when they are home with the pump for further troubleshooting.